Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4194-78 lead (B)(6) 2007. (B)(4).

Event description:
It was reported that device battery had a short life and seems to have gone down too quickly. The device was explanted and replaced. No patient complications have been reported as a result of this event.